Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that, during preparation, prior to stent exchange, it was noticed that the packaging was damaged. No patient complications were reported.